Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: there was no visible damage to the keypad. The contrast, up, & down buttons had an intermittent response. The ok button responded properly. The keypad was removed and contamination was found under the up, down, and contrast button contacts. There was no moisture seen from behind the display lens. The leak test was performed and a crack and leak near the battery compartment was found. There was no evidence of moisture in the pump case when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 10/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings: there was no visible damage to the keypad and all of the keypad buttons responded properly. The lock feature was tested and also responded properly. No contamination was found on the button contacts when the keypad was removed. There was no visible moisture seen from outside the pump; however, there was a display lens leak observed when the leak test was performed. Evidence of moisture was observed inside the pump case when the pump was opened.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the keypad buttons were unresponsive and that there was evidence of moisture ingress under the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.